Event description:
Reportedly, the subject rf head could not interrogate an ICD in an operating room. The led at the second row on the left was flashing in blue. Attempts were performed with several different implants and programmers. Later on, the rf head was tested at the subsidiary office and rf connection could be properly established.

Manufacturer narrative:
Expertise files analysis confirmed the reported issue and revealed that rf communication was disturbed because of an elevated level of noise in the operating room.

Event description:
Reportedly, the subject rf head could not interrogate an ICD in an operating room. The led at the second row on the left was flashing in blue. Attempts were performed with several different implants and programmers. Later on, the rf head was tested at the subsidiary office and rf connection could be properly established.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200529 - file-2020-00344 - analysis_and_closure_report_resp-2020-00617.pdf].

Event description:
Reportedly, the subject rf head could not interrogate an ICD in an operating room. The led at the second row on the left was flashing in blue. Attempts were performed with several different implants and programmers. Later on, the rf head was tested at the subsidiary office and rf connection could be properly established.